Event description:
The reporter contacted animas on (B)(6) 2013 alleging that beginning on (B)(6) 2013, the patient¿s blood glucose (bg) elevated to as high as 546 mg/dl ketones present. The patient reportedly took correction boluses to lower the bg to normal range. The reporter stated the patient¿s hyperglycemia resulted from the pump ¿suspending.¿ review of the pump by customer support revealed all settings were as intended. The suspend history revealed multiple records of the pump being suspended on (B)(6) 2013 and (B)(6) 2013. Customer support advised ensure the patient is pressing ¿bolus¿ and not pressing ¿suspend¿. The reporter stated the patient discontinued insulin pump therapy and began on a backup plan as the reporter has lost confidence in the pump¿s performance. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the pump was suspended on (B)(6) 2013 at 18:26. Pump suspension was confirmed by the user at 18:41 and again at 18:56. A rewind was performed at 18:58; however, no load cartridge or prime was performed until 21:00. Insulin delivery resumed at 21:01. The total daily dose amounts added up correctly. On testing, the pump was exercised for 24 hours without self-suspension occurring. No alarms occurred during testing. Boluses were performed and accurately recorded in the pump history. Testing of the keypad buttons did not reveal any hypersensitivity of the buttons. The pump was determined to be operating within required specifications without malfunction. Investigation was not able to duplicate the allegation of the pump self-suspending.